Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed downstream occlusion test as it failed to auto restart. During the evaluation, a constant downstream occlusion was observed while running a loaded set caused by a failed downstream sensor. The downstream sensor was replaced

Event description:
During baxter's functionality testing of a spectrum pump, the device failed a downstream occlusion test as it failed to auto restart. There was no patient involvement.